Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 44 days after total knee arthroplasty, the patient felt defect on superomedial border patella, aspirate synovasure was done and the result came out negative for infection. 57 days after the original procedure, the patient was brought back to the hospital, the surgery site was checked and no suture was seen. The original absorbable suture that was used to hold the tendon may had broken between 2-3 weeks post-operatively as pt regimen begun to increase. A non-absorbable suture was used to resolve the issue, but the suture broke during hand tying. A product from another manufacturer was used to complete the case.